Event description:
Report 2 of 3. Consumer reported upon removal of a tampon the string broke leaving the pledget inside her vaginal cavity. Upon manual removal of the pledget it fell apart into pieces. She manually removed the remaining pieces. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.